Manufacturer narrative:
Problem code captures the reportable event of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip locked onto tissue; however, it would not release from the catheter. Eventually, the clip was able to be released from the catheter. Reportedly, the yoke broke off into the patient and was then retrieved. The same event happened with the second clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.